Event description:
The electrode array of the pt's device reportedly was not fully inserted during implant surgery. By 11/2004 the pt was able to use only 5 electrodes and reported decreased function. The pt was explanted in 08/09/2005.